Manufacturer narrative:
Device label code for f10. Position 1 and 2: 1738. Evaluation: underwater leak testing disclosed a leak in the balloon membrane. Probable cause of difficulty: the penetration is characteristic of that produced when the membrane is subjected to non-linear or biaxial folding. Biaxial folding is produced when the balloon is subjected to a non-predictable folding pattern, as when it enters a subintimal space, is located too high in the aortic arch, or enters the subclavian artery.

Event description:
The iab was inserted into the pt on 1/30/97. On 2/5/97 after iabp for about six days, blood was noted in the catheter and the iab was removed. No second was inserted. Timing adjustments needed to be made on the pump during iabp. Event complications: none from the event - rpt'd 2/6/97, 3/5/97. Pt current status: expired 2/17/97.